Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter's title is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the tsvb10-li implant was removed due to peri-implantitis. Inflammation is also reported. Tooth location # 19.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. It was previously reported, incorrectly, that the product was not returned to the manufacturer. The product was in fact returned to the manufacturer on (B)(6) 2021. The following sections are being reported: b4: date of this report was updated. D9: device availability was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay corrected information. The UDI had previously been reported incorrectly and has been corrected to (B)(4).

Event description:
No additional or corrected information to report.